Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches. Device uploaded properly using carelink. Device had faded serial number label, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Date of hospitalization was (B)(6) 2020. Customer had higher blood glucose of 400 mg/dl before admitted in hospital. Customer¿s mother stated that they required a new belt clip as they broke it while taking off. Customer was hospitalized due to diabetic ketoacidosis. Customer was given saline drip and had a temporary basal on the insulin pump. Customer declined troubleshooting. The insulin pump will not be returned for analysis.